Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review spanning approximately 4 days (B)(6)2021-(B)(6)2021, (B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. From (B)(6) 2021 at 23:18:24 to until the system controller was powered off at (B)(6) 2021 at 15:06:08 there were backup battery faults due to a failed load test. This was due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and was able to operate as intended. The system controller backup battery was tested and passed all stages of testing and was able to operate a pump. The reported backup battery fault was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. During the investigation there was an incidental finding of fluid ingress. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery faults. Heartmate iii IFU section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm on the primary controller. A new low flow controller was being ordered. The backup battery in the primary controller was previously changed on (B)(6) 2021. The controller was exchanged to the backup controller in the clinic on (B)(6) 2021. The patient had not reported any backup battery faults since the exchange.